Event description:
It was reported that during a cranial procedure the perforator did not disengage and the inner and outer parts of the perforator did not separate. The customer further reported that the perforator completely breached the inner table of the skull resulting in entry to the sinus.

Event description:
It was reported that during a cranial procedure the perforator did not disengage and the inner and outer parts of the perforator did not separate. The customer further reported that the perforator completely breached the inner table of the skull resulting in entry to the sinus.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Manufacturer narrative:
Device returned evaluation complete.